Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14f003 was manufactured june 5, 2014-june 6, 2014. The sample was not returned for evaluation; therefore a device analysis could not be performed. The issue was not confirmed and the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a brown particle in its filter. This was found before use. The device was filled with ciprofloxacin. There was no patient involvement. No additional information is available.